Event description:
During set up for a procedure the handle of the device disassembled from the unit. No patient involvement or procedural delays were associated with the event by the initial reporter.

Manufacturer narrative:
The complaint was confirmed based on the device evaluation. Any physical impact to the navigated instrument can cause product damage.

Event description:
During set up for a procedure the handle of the device disassembled from the unit. No patient involvement or procedural delays were associated with the event by the initial reporter.